Manufacturer narrative:
This report is filed, (B)(4) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6) 2015 the patient underwent revision surgery to have excess tissue excised; during the same procedure the abutment was exchanged and the patient was prescribed topical antibiotics. The implanted device remains.